Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis / open procedure. The first and second firing were successful. For the third firing, the reload was connected to the adapter. The jaws were checked for opening and closing and stand by for five minutes. As soon as the surgeon inserted the reload into the intestinal canal, the jaws were articulated on their own. The surgeon removed the device from the intestinal canal at once. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.